Event description:
Dealer reported that the m51psemiblue power chair is displaying an e06 error code, a right brake fault. Chair will work until it goes over a threshold, then it will stop. Also stating that the charge was not holding, but batteries have already been replaced.